Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced inconsistent meal announcements in terms of carbohydrate entry, which the user believed led to maladaptation of meal algorithms with a documented blood glucose of 53 mg/dl and prompted a factory reset under healthcare professional guidance. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for oral fast-acting carbohydrate to treat the low glucose without health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.